Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis. During analysis, the customer's problem was confirmed, cassette not attached properly error alarm was duplicated and repeated. It was noted that the downstream occlusion (dso) sensor was defective and inoperable. Service replaced the dso sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "cassette alarm". No patient involvement reported.